Manufacturer narrative:
Event date is an approximate. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient has been experiencing pain in the left testicle with this inflatable penile prosthesis (ipp). The patient wants to evaluate the options to treat the event. No further information has been reported in relation to this event.